Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle retracted prematurely. An insyte autoguard catheter was identified in its original packaging with the safety device already activated. Additional information received on 10-apr-2026: could you confirm how many units of the product had the problem/defect? 01. Has there been any damage to the patient's health? If yes, please explain in detail. No.